Event description:
(B)(4).

Manufacturer narrative:
A report was sent by the initial reporter to (B)(4). Copan diagnostics, as copan flock technologies us agent, received the report from FDA on 03/02/2015 as first and sole notification of the event. An internal investigation has been performed and is presented in this section. Analysis of device history records: copan checked the internal records related to the manufacturing and controls before the release on the market of the reported product 518cs01, lot number ae3500 ((B)(4) pieces). No anomalies have been found. No other incidents on the same lot have been reported. The involved device was not returned to copan for evaluation. Mechanical swab shaft bending tests (according to release sop) have been performed on the retained samples of the reported lot on different points of the shaft, in order to test shaft resistance to breakage. All the swabs subjected to the bending tests gave conforming results on all point. An analysis of the incidence of the problem has been performed for the last 4 years: copan received (B)(4) complaints related to floqswabs breakage during sampling collection procedure. All the (B)(4) were reported to FDA as mdrs. (B)(4). Considering that the internal investigation could not confirm any malfunction or defect in the device lot associated with this incident, that to our knowledge no event has led to serious medical consequences so far in similar circumstances (besides the inspection of the involved cavity) and that the failure rate is very rare, no further action is planned at this time. Copan will continue to monitor products for similar events.